Manufacturer narrative:
Additional information has been provided in d9 and h6 corrected information has been provided in h3 the cause of the controller error alarm was a communication anomaly between the optical pressure measuring unit and the main computer.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with an elective impella 5.5 via right surgical axillary/subclavian artery for left ventricular assist device work up. This was not an emergent setting. The automated impella controller (aic) was turned on to prime the pump for the case. Shortly after the prime was started, the aic alarmed with a ¿controller error.¿ this aic alarm occurred prior to the device placement in the patient shortly after plugging in the impella 5.5 during priming . All steps for priming were followed per the instructions for use. The console was switched to prime pump and use. No issues/alarms occurred after the switch. The impella 5.5 was primes without issue. No patient harm was noted. The procedure was successful with the other device.